Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with broken reservoir tube lip, cracked battery tube threads, and slightly loose drive support disk.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the reservoir compartment was broken, and the customer was unsure how it happened. No further information was provided.